Event description:
The initial reporter complained of instrument alarms and flags on multiple results for multiple patient samples tested on a cobas 6000 c (501) module. Discrepant low results were provided for 1 patient sample tested for calcium gen.2 (ca2) and total protein gen.2 (tp2). The initial ca2 result was 2.1 mg/dl. The repeat result was 9.0 mg/dl. The initial tp2 result was 2.3 g/dl. The repeat result was 6.9 g/dl. No questionable results were reported outside of the laboratory. The sample was repeated on a different c501 module, as "most" of the tests were accompanied by data flags. The repeat results were believed to be correct.

Manufacturer narrative:
The ca2 reagent lot number was 85056701 with an expiration date of 31-mar-2026. The tp2 reagent lot number was 85055601 with an expiration date of 31-mar-2026. The sample was spun down for 5 minutes at 3500 revolutions per minute (rpm). This spin time may be shorter than recommended. A review of the alarm trace data showed "cell blank out of limit" and "abnormal probe sucking" errors. The sample probe errors are indicators of possible poor sample quality. The field service engineer (fse) found a loose reagent probe. The fse secured the probe. Instrument and precision checks were acceptable. The investigation determined the event was due to a maintenance issue.